Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump stopped delivering insulin. Customer resumed insulin delivery after the event. Customer's blood glucose was as high as 390 mg/dl. As contact did not have the pump at the time of the report, tandem technical support was unable to perform a pump system check. No additional information regarding the event was provided.